Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device was received at beginning of life (bol), with normal outputs and telemetry communication. Visual inspection of the device and its connectors indicated normal device characteristics. Electrical and mechanical tests performed including lead impedance, sensing, and output verification did not identify any functional issues. The reported events could not be reproduced.

Event description:
During the initial implant procedure, the pacing impedance increased when the lead was connected to the header of the device. A new device was selected and connected to the lead to resolve the event. The patient was in stable condition.